Manufacturer narrative:
A review of the manufacturing records indicated the lot met all pre-release specifications. This complaint was initiated based on information received from the field. Clinical images were requested for evaluation, but were reportedly not available. Neither images enabling direct assessment of product performance nor the product itself, which remains implanted, were returned for evaluation. Therefore the cause of the reported type 1a endoleak could not be independently confirmed during the investigation. The available information does not reasonably suggest a potential malfunction has occurred. Furthermore it was reported to gore that the device was unintentionally deployed 5 mm distal to the planned landing zone due to surgeon error during the initial procedure, indicating a user error. The reported device endoleak represents a known complication or adverse event that can occur when using stent-graft endovascular devices and can arise as a result of a multitude of factors, including intraprocedural technical considerations and patient-related risk factors." According to the gore® excluder® conformable aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include but are not limited to endoleak and improper component placement.

Event description:
It was reported that on (B)(6) 2023, a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. The trunk ipsilateral leg was unintentionally deployed 5 mm distal to the planned landing zone due to surgeon error (not further specified). The aneurysm appeared to be successfully excluded and the surgeon did not choose to immediately extend the device with an additional graft. On (B)(6) 2023, a type ia endoleak was identified via CT imaging. On (B)(6) 2023, the patient was treated with the implantation of an aortic extender endoprosthesis to treat the endoleak. No patient imaging is available at this time.

Event description:
It was reported that a patient presenting with an abdominal aortic aneurysm was treated with a gore® excluder® conformable aaa endoprosthesis with active control system. On (B)(6) 2023, a type ia endoleak was identified via CT imaging. The trunk ipsilateral leg was unintentionally deployed 5 mm distal to the planned landing zone. The patient was treated with the implantation of an aortic extender endoprosthesis on (B)(6) 2023. No patient imaging is available at this time.

Manufacturer narrative:
H3: device remains implanted. W. L. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute a legal admission by anyone that the product described in this report has any defects or has malfunctioned, as defined from a legal standpoint. These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.